Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was problem loading the device. On the first firing, after pushing the green safety button and squeezed the handle, the I-beam got stuck and stopped moving. They tried to used two different reload but the surgeon could not squeezed the handle anymore. They replaced with new handle and reload to continue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.